Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue. The main board and both datasettes were replaced. The iabp functions correctly now.

Event description:
It was reported that during a routine check by the customer, the cs100 intra-aortic balloon pump (iabp) alarm was not functioning. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period may 2019 through apr 2021 was reviewed. There were no triggers identified for the review period. Iabp has been returned to the customer and cleared for clinical use.